Manufacturer narrative:
(B)(4). Concomitant medical products: cpt 12/14 stem x-sml cocr; catalog#00-8114-040-00; lot#65179067, multipolar shell 55mm; catalog#5001-55; lot#64777093, multipolar liner 53/54/55 28mm; catalog#5001-53-28; lot#65177935, canal plug; catalog#8011-20-32; lot#65079750, report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised due to dislocation of the hip two days after implantation. No further patient outcome provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.